Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that no output was observed after replacement of the ventricular lead.